Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that a tcc-ez casting system caused a wound from the cast rubbing the skin. The cast was crinkled and the patient had to cut the boot off herself and when the cast was applied again in the office, it would not harden and it was very pliable. 3 of 5 reports: other mfg report numbers: 9680091-2018-00034, 9680091-2018-00035, 9680091-2018-00037, 9680091-2018-00038.

Manufacturer narrative:
The complaint device was not returned for evaluation. After reviewing the batch record, there were no deviations found in the production process or in the finished goods inspection. The product was released without quality issues. Retained sample was pulled out for analysis. Full specification testing was done and all parameters were found to be acceptable. The product was released without any issue. From the investigation, the complaint was not confirmed. Root cause can not be determined as there was no sample received for evaluation and the complaint was not confirmed, however, this problem may have occurred due to several factors that affect the performance of the product during the preparation and application like water temperature, drying time, among other factors. The method of application and the proper usage of the product is very important to guarantee its performance. In this complaint, it was noted that a fiberglass cast was applied to support the existing tcc ez cast. Although both material are used for the same purpose, both materials cannot be used together.